Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter has an "error 1" issue. The patient indicated that the alleged meter issue started on the same day, at an unspecified time. As a result of the alleged meter issue, the patient took an increased dose of diabetes medication that same day. The patient took an unknown dosage of lantus insulin. At 2:00 pm that same day, the patient claimed that she received 15 mg of "atlantis" in a hospital due to the alleged meter issue. She also claimed that she was hospitalized because of the alleged issue. The patient denied developing any symptoms during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, why she went to the hospital, why she was hospitalized, how long she was hospitalized for, what her blood glucose levels were before and during her hospitalization, and what type of medical treatment she revived in the hospital. In addition, it would have been helpful to know what time and alleged meter issue started in the same month, and what actions she took in response to the alleged issue and before she went to the hospital. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received medical treatment in a hospital and was hospitalized as a result of the alleged "error 1" issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.